Manufacturer narrative:
Reference record (B)(4).¿ catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized in the intensive care unit (ICU) for post procedural complication, low blood pressure and low level of oxygen saturation. On an unknown date, the patient experienced respiratory arrest and cardiac arrest in the ICU. The patient expired on (B)(6) 2021.